Event description:
Follow up with the physician found that the high impedance event was first observed on (B)(6) 2013 during a system diagnostic test. The device was not programmed off after the high impedance. There is no further information or updates to report, per the physician.

Event description:
High impedance was noted during review of programming history. The device was not disabled at this time. The patient¿s mother reported that there was no manipulation or trauma. Ap and lateral chest and neck x-rays dated (B)(6) 2013 were reviewed. The generator appears normally placed in the left chest. Based on the images provided, pin insertion cannot be assessed. The feedthru wires appear intact. The lead is seen routing from the generator to the electrode site. Lead is present behind the generator, and therefore, this portion cannot be assessed. The electrodes appear in normal orientation. A battery life calculation was performed with results of 1.14 years remaining.

Manufacturer narrative:
Analysis of programming history. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.